Event description:
Ous MDR - during the implant, it was noted that the device was not able to be programmed via wandless but the programming head was working. During a follow up on (B)(6) 2018 the interrogating and programming via programming head was ok. On (B)(6) 2018 the device delivered several shocks. Now the device is not able to be interrogated at all. It appears that the device remains implanted.

Manufacturer narrative:
This device was returned for analysis. Explant date unknown. Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms as well as the spot of molten titanium, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. Possible clinical complications that might lead to an external short circuit include - but are not limited to - a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages, which is consistent with the spot of molten titanium on the ICD housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Please note that, based on the analysis of the ICD, a damaged lead insulation cannot be excluded as the root cause of the clinical observation.

Event description:
Ous MDR - during the implant it was noted that the device was not able to be programmed via wandless but the programming head was working. During a follow up on (B)(6) 2018 the interrogating and programming via programming head was okay. On (B)(6) 2018 the device delivered several shocks. Now the device is not able to be interrogated at all. It appears that the device remains implanted.